Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, after the placement of the left ventricular (lv) lead; intraoperative tests showed the patient experienced muscle simulation. The physician opted to replace the lead. The procedure was successfully completed. The patient was in stable condition.

Manufacturer narrative:
The reported event was muscle stimulation. A complete lead was returned in one piece. Analysis was normal. No anomalies were found.